Event description:
It was reported, the patient experienced withdrawal symptoms. The patient believed the pump is "not working right¿ and that he doesn¿t have enough medication going to his body. The hcp had increased the dose and it did not help the patient. Hcp questioned if there was leakage inside the catheter or something wrong with the new medications. Hcp planned to do a replacement of the medication and a dye study of the catheter with fluoroscopy to check for leakage. The pump was delivering bupivacaine and fentanyl. It was later reported that at a refill a volume discrepancy was noted. The actual residual volume is greater than the expected residual volume. It should have dispensed 15 cc¿s but it ¿only dispensed four.¿ the pump was interrogated and the logs were fine. The patient intermittently experienced withdrawal symptoms and sometimes "they feel high.¿ it was later reported, the cause of the event was the pump and catheter. There was failure to aspirate the catheter. An x-ray was performed on (B)(6) 2013. The patient outcome was serious injury/illness-ongoing.

Manufacturer narrative:
Product ID: 8709 lot# j11183r41, implanted: 2002 (B)(6), product type catheter product ID: 8596sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed both initial and retest dispense testing passed for infusion accuracy but the 1 rev had a repeatable odd trace. The pump tube was found to have a distinct crease on the outlet portion. The pumphead had a deformed pump tube. No other significant anomaly found. The proximal segment of the catheter was received. The patency was ¿ok¿. Analysis of the catheter and sc connector revealed a tear in the seal near the guide ring.

Manufacturer narrative:
The initial analysis result of the catheter, serial number (B)(4), was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information reported the patient experienced decreased therapy and increased residuals. It was indicated a dye study was performed and an intrathecagram. It was unclear if both tests were done. The device was replaced. There was no injury and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.